Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and non-calcified arteriovenous fistula. First 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres (atm) the balloon burst. The device was removed and another of the same size 12.0 x 40, 75cm mustang balloon catheter was then advanced: however, it also burst at first inflation at 6 atm consecutively. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported.